Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated" and warns that "excessive twisting or torqueing may lead to a malformed clip." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic cholecystectomy incident description: the physician said it happened 5-6 times over the past few weeks. The clip is slipping on the specimen side cystic duct. The clip starts to slip as he retracts on the gall bladder and little bit of bile leaked through. In another incident the clip slipped off where he makes his cut. He played around with the clips on the patient side and it didn't move at all. The one clip on the specimen side moved but the one on the patient side did not move. He never had to have a patient come back in for a clip that slipped off. He completely closed plastic to plastic. The clip fully loaded into the jaws. He pre-loaded off of the duct. The tissue was more toward the end of the clip where it opens up. Additional information received via email from account manager, on (B)(6) 2018 unfortunately, they were all discarded and disposed of before I became aware. Additional information was received via email from account manager, on tuesday (B)(6) 2018 "I did another case with him last week and got him to alter his technique a little bit and the clips performed as they should in that case." Type of intervention: he was able to finish the procedure. Patient status: no patient injury